Event description:
It was reported that a user experienced difficulty viewing the device screen and described episodes of hypoglycemia and hyperglycemia associated with exercise while using the ilet bionic pancreas, with no alerts or alarms reported and user education or troubleshooting performed. Symptoms included low blood glucose and high blood glucose. Outcomes included temporary impairment requiring self-management without clinical intervention. Investigation included a review of user feedback and troubleshooting. Investigation of this case revealed insufficient information to identify a device malfunction or use error related to exercise management. It was concluded that the cause of the hypoglycemia and hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.